Manufacturer narrative:
This complaint has been submitted under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
It was reported that during surgery the device was not properly meshing. No additional medical intervention was needed. No harm or delay were noted and an additional item was used to complete the procedure. No other adverse events were reported as it relates to the event.

Event description:
No additional information is available.

Manufacturer narrative:
This incident has been recorded under cmp-(B)(4). Updates performed on b4 b5 d9 g3 g6 h2 h3 h4 h6 h10. Review of the most recent repair record determined the unit was confirmed to not mesh properly. The cutter and side plate were replaced and resolved the reported issue. The unit was confirmed to not mesh properly. The cutter and side plate were replaced. The unit was tested to verify proper operation and returned to service. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.